Manufacturer narrative:
Pump passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 42,575 and file ID 16384. Unable to determine the root cause per r and d. No unexpected pump error 4 alarms during testing however, the formatted history file confirmed pump error 4 alarm due to a software anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.